Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st. On (B)(6) 2012 - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 months post implant of ventralex st, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-jul-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st. (B)(6) 2012 - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex st mesh. Per operative notes, ¿the hernia sac was identified and circumferentially excised from the surrounding subcutaneous tissue to the level of fascia. Adhesions of the omentum to the hernia sac was freed and single loop of small bowel was firmly adherent was freed up. Small serosal tear were closed with sutures. The small bowel was placed back in the abdomen and the remaining omentum was freed from the anterior abdominal wall. A ventralex st patch was then placed in the defect and held against the anterior abdominal wall and secured using sutures circumferentially.¿ (B)(6) 2012 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic repair with the removal of ventralex st mesh. Per operative notes, ¿ adhesions to the previous site of previous repair of both omentum and loop of small bowel was entered the hernia sac. Omentum was freed up from the mesh and material adherent to the mesh circumferentially. The hernia sac was reduced and dissected free. The mesh was all contracted and again material was adherent to mesh on entire undersurface. The mesh was retracted and freed up from the abdominal wall circumferentially and several sutures were removed. A ventralex st mesh was removed in its entirety. A piece of synthetic mesh was placed beneath the hernia defect and used strap to tack the mesh circumferentially.¿ attorney alleges that the patient had adhesions, mesh shrinkage, pain, hernia recurrence and emotional injuries.